Manufacturer narrative:
A visual inspection was performed on the returned device. The reported suture separation was observed as a link separation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and subsequent treatment appear to be related to circumstances of the procedure. It is likely that an interaction with patient anatomy or link pulled until it breaks contributed to the reported suture retrieval issue. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a closure of an unknown vessel using a prostyle device related to an unknown procedure. Reportedly, the wire broke [suture separation]. A new device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.